Event description:
Provider advised tbm that the time of the joystick has never displayed since it was replaced and intermittently stops working. Provider states that when the joystick stops working they have to power cycle it to get it to temporarily work again.